Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a starclose se device via a 5f sheath after a sir-spheres interventional procedure. Reportedly, there was resistance advancing the thumb advancer and the sheath did not split correctly. The clip of the starclose se remained in the device. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported failure to split the sheath was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported failure to split the sheath appears to be related to device angle changed during thumb advancer/slider stroke such that garage leaves interacted with flex-guide and sheath. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.na